Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6)2026 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f torqvue delivery sheath for a left atrial appendage (laa) closure concomitant with atrial fibrillation ablation procedure. The wire was placed in the laa. During the procedure the device was partially recaptured twice. The device was implanted. Two days after the device was implanted, the patient had a pacemaker implanted and was discharged. On (B)(6) 2026, the patient presented to the hospital and was found to have a pericardial effusion. The physician concluded that a cardiac tamponade was present. A pericardiocentesis was completed. The patient status was stable. The physician believed the pericardial effusion was related to the pacemaker implant and not related to the amulet device.